Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative who reported that the patient's ins is pushing out. Skin is intact however it¿s pushing out on the top left corner. Patient states it¿s very uncomfortable and is catching on things. Patient has pain at implant site. Discomfort, soreness and pinching. Plan will be to revise pocket in late june

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she's having issues, pt states has to have her device relocated. Pt states in (B)(6) had pocket revised because the generator is protruding out of skin and pocket repair didn't work and now the surgeon is relocating from left to right side. Pt states leads have to be moved to other side. They noted that (B)(6) 2021 is when this all started. Pt mentioned something about losing weight and is able to work out 3 days a week. Caller (mdt rep) reports a pocket revision today. Per patient, the ins has been moving around on her left side. The plan today is too move the ins from left buttock to right buttock. Per patient, the ins started moving around mid-april. No significant weight changes reported. Caller (mdt rep) reported patient arrived for a pocket revision today with a depleted ins. Caller inquired about how long will take to charge the ins before they can take her into surgery. Discussed 1/2 hour or until at least 30% .caller reports physician decided to replaced the ins since they cannot interrogate due to dead battery. Caller reports they were charging for 45 minutes, excellent coupling, but could not get off the red. Caller reports physician wants the ins analyze.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.